Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53y37. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? On this firing, was the cut line complete? Did any pieces fall into the patient? If yes, were they removed? Will all pieces be returned with the device? If no, how were they discarded? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 42 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ileostomy procedure, during the firing of the device, the firing knob broke half way through the process. Staples were able to form, but not in proper 'b' shaper and were only formed half way up the cutting line, hence, it wasn't a complete firing. The tissue being where the surgeon applied the device for anastomosis seemed normal and there were no hard object in the tissue blocking the knife. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.